Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was near 500 mg/dl, 110 mg/dl, 113 mg/dl, 490 mg/dl, 474 mg/dl, 300 mg/dl and 397 mg/dl. The customer reported sensor was giving low readings when the customer was actually high and screen was showing sensor not ready alert. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm insertion or needle complaint due to customer return sensor no needle. (B)(4).